Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2016 we were notified that this lead is sn: (B)(4) which was already reported on MDR-1028232-2016-00414. This file was opened in error.